Event description:
It was reported that device twist occurred. The 75% stenosed target lesion was located in the moderate to severely tortuous left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was twisted and was pulled with the wire attached. Also, a kink was noted on the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked and twisted. Microscopic inspection revealed the guidewire exit port and tip were in good condition. Functional test with the wire could not be performed due to the condition in which the device returned. Inspection of media provided by the site showed the pictures to be consistent with imaging window kinked and twisted.

Event description:
It was reported that device twist occurred. The 75% stenosed target lesion was located in the moderate to severely tortuous left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was twisted and was pulled with the wire attached. Also, a kink was noted on the catheter. The procedure was completed with another of the same device. No patient complications were reported.